Event description:
The customer reported that during the middle of a case, the console turned off and would not power back on. The perfusionist stated this did not cause any problem with the case. The perfusionist used a back-up console.